Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 1 on the homechoice machine (hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power off and on twice to clear the alarm. System error 2367 alarm occurred. The tsr assisted the hp to cycle power to clear the alarms. The tsr reviewed proper disconnecting procedures per the user manual. The tsr advised the hp to start over with new supplies. The nurse was contacted on (B)(6) 2011. The nurse stated this was an isolated event. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue has been investigated through CAPA.